Event description:
It was reported that the pt expired, unrelated to device. The pt had heart disease. The cause of death was not reported. The pump contained hydromorphone 15 mg/ml; bupivicaine 30 mg/ml; clonidine 350 mcg/ml and droperidol 500 mg/ml. The pump was programmed to deliver 0.3333 ml per day.